Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable with no consequences.